Manufacturer narrative:
The field service tech had tested the ventilator and was unable to duplicate the reported problem.

Event description:
It was reported that the rn caregiver heard the ventilator alarm and observed the ventilator shut down and displayed "reset". He immediately pressed the on/standby button and the display then repeatedly flashed "reset". He re-pressed the on/standby button and the ventilator restarted and resumed normal operation. It has continued normal operation since that event. No patient harm reported. The event occurred at the patient's home and the patient is still on ventilator support at home.